Event description:
The following was obtained during clinical assessment. Redness or swelling around piv site. Device involved is a power midline in the upper arm. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.